Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The high capture threshold allegation was not confirmed as lead resistances measured normal.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The lead was explanted. No additional adverse patient effects were reported.